Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a flow rate error (+13% even after 3 measurements). The event occurred during patient, and no patient harm was reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. The event history log was reviewed. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.